Event description:
A customer from (B)(6) alleged discrepant results for sars-cov-2 generated when using a cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system, when compared to the result generated with another cobas® liat® system. On (B)(6) 2021 run # 598 generated sars-cov-2 positive with cobas® liat® sn# (B)(4). A new swab was collected and tested with cobas® liat® sn (B)(4) generated negative results for all 3 targets. On (B)(6) 2021, run #633 with cobas® liat® sn (B)(4) generated sars-cov-2 positive, a repeat of the same sample with cobas® liat® sn (B)(4) was negative. The positive results were reported to the patients. No harm is alleged. Furthermore, data review identified 2 additional runs to be false positives for all 3 targets. An investigation was conducted to evaluate the customer¿s allegations. Per the FDA guidance four (4) mdrs will be filed.

Manufacturer narrative:
Review of the instrument's run data showed the 2 alleged runs, in addition to the 2 runs discovered as a potential false positive call for sars-cov-2, due to abnormal pcr growth curves. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. Consignees have been notified. (B)(4).